Event description:
The customer reported to maquet that the head of a spring arm fractured, causing the lightheaded to detach from the arm, however, it remained connected to the cable. No injuries were reported. The report from the hospital does not mention anything about the circumstances of the event. (B)(4).

Manufacturer narrative:
Note: the hanaulux 3000 series light system is not marketed in the u.s. This report has been made due to a similarity with devices marketed by maquet in the u.s. The last service on this device was carried out in february 2012 by a non-maquet, 3rd party company and we were informed by the hospital that no cracked seams or implied issues were found. Maquet has unsuccessfully attempted to recover the replaced parts, both from the hospital, and the 3rd party provider. Add'l attempts for feedback and further info have also not been successful. We anticipate we will not be able to obtain any further info in regards to this event. If add'l info is obtained, a supplemental report will be sent. (B)(4). Maquet sas provides product failure investigation, analysis and resolution for the device described in this report.